Event description:
Pt's status post acdf procedure level c4-6. An x-ray after the procedure showed all screws were seated. During a follow up visit an x-ray showed one screw backing out of the plate. Surgeon is not planning a revision at this time. This is two (2) of 2 (two) reports for the incident.

Manufacturer narrative:
Add'l info has been requested. Subject device was not explanted. Synthes is unable to provide the 510k number or the date of manufacture without the returned device lot number. No investigation could be completed, no conclusion could be drawn, as no device was returned and no lot number provided.